Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Event description:
It was reported that during a meniscus repair surgery using a 'fast-fix 360', the t2 implant did not deploy. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The evaluation of the provided image verifies the part and batch numbers. The image also shows a fast fix 360 that had been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar events. A review of the device inspection summary found the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. There was no way to determine if the device contributed to the reported event. . A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery. Using a 'fast-fix 360', the t2 implant did not deploy. As a result, t1 was removed by hand. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. ¿a visual evaluation of the device was performed. The suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation of the device was performed. The actuator tip functioned as designed. The evaluation of the provided image verifies the part and batch numbers. The image as shows a fast fix 360 that had been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the assembly process found the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.